Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce the system error 322. Further eval determined the system error to be caused by a failed upper and lower aux, which have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a device alarmed for a system error 322. It was also reported that there was no pt injury.